Manufacturer narrative:
G4: 17jan2020. B4: (B)(6). The customer evaluated the device and was unable to reproduce the reported problem. However, the error code was found in the event log. The customer replaced the battery. The reported problem was resolved. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported the ventilator will not turn on and auxiliary alarm supply failed. It is unknown if the device was in patient use. No patient or user harm has been reported.